Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic procedure, the clip was malformed at the first and the second firing. Also the device did not hold the tissue properly. Another device was used to complete the case. There were no adverse consequences to the patient.